Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at minimum rate) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump logs show stalls and recoveries going back to (B)(6) 2018 and a final active stall on (B)(6) 2018 with a tube set error on (B)(6) 2018. The pump was scheduled to be replaced on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.